Event description:
Event description guidant received information from the patient that during the implant procedure, which was eleven months ago, a perforation occurred. He stated that he was drained and no other complications were noted. He also reported that at a later date, his wire frayed.